Manufacturer narrative:
The technician found the right head brake caster ratcheting from side to side. The technician replaced the brake caster to repair the stretcher.

Event description:
Information received indicates the brake is not holding properly.